Event description:
Edwards received information that a 19mm bioprosthetic valve was disabled after an implant duration of ten (10) years, three (3) months due to pvl and severe aortic insufficiency. A 20mm valve was implanted in the aortic position using the valve in valve procedure. Prior to removing the catheters, simultaneous pressures were remeasured across the aortic valve and the mean gradient across the aortic valve was 6.4 mmhg, with a valve area of 1.96 cm2. There were no post-op complications. Post tavr echo showed well seated valve with no evidence of paravalvular leak. The patient recovered well and was discharged on pod #1.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm bioprosthetic valve was disabled after an implant duration of ten (10) years, three (3) months due to pvl and cai (central aortic insufficiency). A 20mm valve was implanted in the aortic position using the valve in valve procedure. It was reported that there was no pvl and cai post-operatively. No additional information was provided.